Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Attachment point is very loose... Moves side to side and up and down - oral-b toothbrush [device connection issue] brush head fell out right in mouth - oral-b [device breakage] case narrative: the consumer via phone stated that while brushing teeth, the brush head became loose and fell out right in the mouth. The brush doesn't appear to be damaged; however, the attachment point is very loose. It moves side to side and up and down. No injury was reported.